Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-02620. This complaint will be closed as duplicate.